Event description:
The facility returned the device for service. During service, the baxter repair technician noted fail code 570 in event history. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of failure code 570 was confirmed. This fail code was caused by depleted batteries. The batteries were replaced. Review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under mdq-CAPA-(B)(4). Review of the complaint history revealed similar reports have been received for this product and the reported issue. (B)(4)